Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in pt's eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vault and evaluated iop. The lens was exchanged for a shorter lens. Pt's last visit on (B)(6) 2011, bcva was 20/80.